Event description:
This is a case report received by baxter (B)(6) from baxter (B)(6). It was reported from their peritoneal dialysis (pd) nurse that after heating the dianeal pd1 solutions when the overpouches were removed, the patient experienced a smell. After the patient had cloudy dialysate on (B)(6) 2010, the patient was treated with antibiotics (ceftriaxon) and administration of the affected batch (10i20g44) was stopped. The patient's dialysate has cleared up. The patient was hospitalized until result of (negative) culture medium test arrived two days later. Laboratory test results are as follows: inoculated culture medium negative and the white blood cell count in effluent was 100. No further information is available. As there has been no confirmation that this was the cause of the peritonitis.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of dianeal pd1 1.36% 2l tb. The dianeal pd1 1.36% 2l tb has been identified as the cause of this peritonitis. The dianeal pd1 1.36% 2l tb lot number involved in this incident (10i20g44) has been withdrawn from the market due to complaints of sterile peritonitis. This is not a MDR reportable event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.